Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. There was blood/body fluid in the distal conductor (not obstructed). The outer tubing overlay had blood/body fluid and a breached cut. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation noted.

Event description:
It was reported that during implant, the lead required multiple positionings to obtain optimal measurement. Six days later the patient returned for repositioning due to a lead dislodgment. Upon repositioning, the lead helix failed to extend. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the lead required multiple positionings to obtain optimal measurement. Six days later the patient returned for repositioning due to a lead dislodgment. Upon repositioning the lead helix failed to extend. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.